Event description:
Plaintiff alleges sensitization to latex and has and is subject to anaphylaxis shock caused by latex exposure. Further alleges scaly rash on fingers, hands and arms, as well as for symptoms of coughing, chest tightness, wheezing and sinus congestion, became swollen and developed hives all over her body therefore suffers and will continue to suffer substantial loss of earnings and earning capacity.